Event description:
Patient on resparray pulse ox monitor, when monitor stopped picking up reading for patient's pulse and oxygen level, the device did not send out an alarm that was noticeable to staff to immediately respond.